Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective inspiratory valve assembly. In consequence (correction) the inspiratory valve assembly was replaced. There was no patient or user harm reported.

Event description:
The hospital technician selected "neonatal" and performed a calibration of the flow sensor, which failed. The same was true after replacing the flow sensor, breathing circuit, and expiration valve. At this time, the flow sensor calibration was successful when the flow sensor, breathing circuit, and expiration valve that had become a failure were implemented with other g5s. Therefore, a repair request was made to nk. Nk confirmed that the phenomenon could be reproduced; tsw checked the pressure sensor and found no particular problem, and when the inspiration valve was replaced, it operated normally. The phenomenon is then reproduced when the original inspiration valve is returned.